Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose ranged from 144-145 mg/dl.